Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a degraded dso seal; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that during the use of the product, a no disposable, pump won't run" alarm went off. The pump used in combination with the cassette. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.